Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It was learned that the subject device has not been explanted after patient's death. There has been no information to suggest a device quality deficiency/malfunction that may have caused or contributed to the patient's death.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired during surgery to replace aortic valve. Through follow-up, the healthcare provider indicated that the cause of death was biventricular failure. Operative report indicates, " the [subject] valve was lowered down and secured into place and all sutures were tied. The aorta was closed in standard fashion... After a period of rest and recovery, gradually, slowly weaned off of cardiopulmonary bypass and transesophageal echo at this time demonstrated well seated and well functioning bioprosthetic valve; however the left heart was not functioning properly and also was evident on EKG, which had a very high levels of st elevations. The tee at this time confirmed left heart dysfunction, and we decided to graft the left side of the heart. We then harvested the saphenous vein in an open technique from the left leg" discharge summary indicates, " [patient] with extensive history of morbid obesity, hypertension, severe aortic stenosis, and congestive heart failure who underwent elective aortic valve replacement; during surgery, she suffered extreme left and right heart failure secondary to her body habitus, morbid obesity, and size with inability to properly place the valve tissue and then subsequently inability to combat biventricular after it had set in, in the operating room. Patient expired"